Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 625 mg/dl. The customer experienced symptoms such as nausea, headache and faint. The customer was treated with insulin, syringes and IV at the hospital. The customer was off the pump for less than 48 hours. The customer changed her set and noticed a blank display. The customer reported moisture in the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No blank display or partial display noted during testing. Device functioned properly. The insulin pump passed the displacement accuracy test. Intermittent button response noted during testing due to flattened dome switch on the act button. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.